Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, and the u/d (up, down) knob does not meet the standard value. The forceps channel had a pinhole. The connecting tube was discolored, scratched, wrinkled, and dented. Sc (scope cover) unit was scratched and dirty due to water leakage. The s-connector (scope connector) side was scratched. The universal cord was scratched and dirty due to water leakage. The switch box was scratched. The sw1 (switch) was scratched, and the sw2 (switch) did not work due to corrosion. S-cylinder (suction cylinder) was shaved and had peeled paint. Aw-cylinder (air/water) had peeled paint. Fe (forceps elevator) was scratched. Fe (forceps elevator) knob was scratched. The u/d (up, down) and r/l (right, left) knobs were scratched. The control unit was scratched, discolored and dirty due to water leakage. The bending tube was deformed. The lg (light guide) bundle slipped down. Due to clogged nozzle, the water removal ability does not meet the standard value. A-rubber (bending section) adhesive was chipped and scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.